Manufacturer narrative:
The ventilator was investigated on-site. According to field service engineer, the pressure transducer printed circuit board (pcb) was found defective. The conclusion was that the reported pressure transducer test failure was due to that the pressure transducer pcb was defective and need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not pass pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).